Manufacturer narrative:
Date of event: (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient recently had their battery replaced. The patient services specialist (pss) asked if this was a normal battery depletion and patient initially said yes, but then stated that they had been told that the battery was supposed to last 5 years. Patient further stated that their doctor thought the battery should have lasted longer than it did. Patient had to take medicine with it because it was slowly dying. Expectations regarding battery longevity were reviewed. No symptoms were reported as a result of this event. No further patient complications were reported/ anticipated as a result of this event.